Manufacturer narrative:
The beckman customer technical support (cts) sent a new rt12 rotor to the customer as a replacement to resolve the issue. (B)(6).

Event description:
The customer reported their statspin ssmp centrifuge made a loud noise shortly after running a cycle. When opened the lid, the customer noticed the rotor shattered into pieces. The customer unplugged the unit immediately. The broken pieces of rotor were secured in the unit. No one was hurt. The customer stated the tubes were plastic and a balance was in place. There was no report of injury or exposure due to this event. No erroneous results were generated.